Event description:
During variax clavicle surgery, when the surgeon tried to bend (about 3 times) the plate to adjust to the shape of the bone, the plate broke at the oval hole. Therefore the surgeon used another plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: since the device was not received to the manufacturer facility for investigation, the reported event that the plate broke cannot be confirmed, however reportedly the failure mode points to be related to a material integrity issue (excessive bending and subsequent breakage before surgery). In the case that the plate does not fit to the bone (e.g in clavicle non-unions) bending of the respective plate may be required. Correct bending of the plate, and positioning of the plate is part of the surgeon's education. Contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, the physician should avoid sharp bends or reverse bends. Bending the device at a screw hole, as the one reported, should be avoided as well. This consideration goes well in line with the reported failure. Based on the investigation, the root cause of the reported broken plate was attributed to a user related issue. The operative technique gives the following guidance regarding contouring of plates: "all of the variax plates are pre-contoured to fit to a wide range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole." [Original statement]. Additionally, the following statement can be found in the instructions for use: "contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker osteosynthesis, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker osteosynthesis instruments and in accordance with the specified procedures (see operative technique manual).¿ a review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No indications pointing to any material, manufacturing or design related problems were determined during the investigation.

Event description:
During variax clavicle surgery, when the surgeon tried to bend (about 3 times) the plate to adjust to the shape of the bone, the plate broke at the oval hole. Therefore the surgeon used another plate.